Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the tip of the catheter lacked coating.

Manufacturer narrative:
Received 10 opened all-purpose catheters with the original packaging. The examined samples were found not coated. This product type is not supposed to be coated; therefore, the samples met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged."

Event description:
It was reported that the tip of the catheter lacked coating.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged." (B)(4). The device was not returned.

Event description:
It was reported that the tip of the catheter lacked coating.